Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci s hysterectomy, aspiration of left ovarian cyst for chronic pelvic pain and adenomyosis on (B)(6) 2012. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication and good hemostasis was reported. The procedure was unremarkable except for the presence of a hemorrhagic left ovarian cyst which was drained. The patient was taken to the recovery room in stable condition. On postop day 2, (B)(6) 2012, the patient's blood pressure had fallen and she had episodes of diaphoresis. As her hemoglobin counts fell, the decision was made to perform an exploratory laparotomy. Hemoperitoneum was recognized, and 2300ml of clots encountered and irrigated out. The utero-ovarian pedicles were found to be hemostatic as were the pelvic sidewall, port sites, both ovaries and tubes. A small area in the posterior right vaginal cuff was oozing, and it was closed. The patient was transferred to the ICU on a ventilator. She was discharged home on (B)(6) 2012 in stable condition. No additional information was provided after the date of discharge

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained post-operative complications after undergoing a da vinci s surgical procedure.